Event description:
Information was received from a consumer regarding a patient receiving morphine (2 mg/ml) and bupivacaine (21 mg/ml) via an implanted pump. The indication for pump use was non-malignant pain. The patient reported that she had a pump revision surgery on (B)(6) 2022 because she had lost a lot of weight and the pump had been flipping. She stated that the pump went from being flat to flipping and it had been terribly painful for the past 2 years now. She stated that when the pump was originally implanted it was put in the back and every time she sat down, she hit it, so they moved it up front right below her waist (see manufacturer¿s report number 3004209178-2018-27623) and since then she had lost a bunch of weight. During the revision, they moved it a little bit and the hcp (healthcare provider) stitched it down more.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.